Event description:
On (B)(6) 2010, the lay user/patient's family member contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: prior to the alleged issue, the patient was testing her blood glucose twice a day and managing her diabetes with humulin insulin (36 units in the morning and 48 units at night). The patient corrected and clarified that the alleged issue began on the morning of (B)(6) 2010 (at 6am). The evening prior to the alleged issue the patient stated she obtained a blood glucose result in the "120's" with the subject meter. The patient stated she considered the result to be "normal" and took her usual evening dose (48 units). Several minutes before the alleged issue began, the patient clarified that her husband contacted the emergency medical service (ems) after he found her unconscious in the living room. After the ems arrived, the patient confirmed and clarified she obtained the following blood glucose results of "87 mg/dl" with the subject meter and "46 mg/dl" with the ems's meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately following the alleged issue, the patient stated the health care professional administered treatment by giving her a tube of glucose gel and when she fully regained consciousness also gave her orange juice. Thirty minutes following treatment, the patient stated she felt better; the patient was not transported to the emergency room. Since the alleged issue, the patient informed the mss that she now tests three times a day and also indicated (without the doctor's consent) she discontinued taking her evening dose of insulin (48 units) because she is afraid of passing out again. At the time of troubleshooting, the customer service representative (csr) verified the correct unit of measurement on the subject meter and that the blood glucose result was from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during an unknown procedure, the device is broken. No additional information is available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Rt respiratory therapist attempted to change the amplitude setting & discovered the knob had broken off. Patient changed to another hfov high frequency oscillator ventilator. Knob found on floor, vent tagged & taken out of service.======================health professional's impression======================no adverse event.test section:knob recalibrated and reinstalled. Operational check completed. Unit performed within recommended specs. Returned unit to service.

Manufacturer narrative:
510(k) # is k053529. The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. In addition, the retain test strips were tested and passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.